Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 80-99% stenosed, 2.5-2.75x20mm, eccentric, de novo target lesion was located in the severely calcified and mildly tortuous proximal left anterior descending (lad) artery. The lesion contained a significant bend of >=90 degrees. The lesion was predilated with 1.5x20mm, 2x20mm and 2.5x20mm maverick balloon catheters which reduced the stenosis to 60-70%. A 24 x 2.50mm taxus liberté drug eluting stent was advanced; however, the device met resistance. The stent slipped from the delivery system. The physician attempted to recross with an unspecified balloon. The procedure was completed with the implant of a 2.5x24mm non-bsc stent. No patient complication were reported and the patient status was stable. Ten (10) days later, the patient experienced recurrent chest pain and myocardial infarction.